Manufacturer narrative:
(B)(4). The device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was discovered during product evaluation. This condition was due to a faulty pumphead module (phm). The pumphead module was replaced to fix the reported condition. This issue has been escalated to CAPA. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was not previously serviced for the reported condition.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 808:02 occurred during biomedical testing. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.